Event description:
The customer reports the labeling is poor, not clear and readily identifiable of agents impregnated in product. The patient had an anaphylactic reaction which required resuscitation. The patient became markedly hypotensive and hypoxic, refractory to multiple high infusion rate inotropes and pressors. The patient stabilized in 1 hour and the team was able to proceed with planned procedure (transplant with deceased organ). The cvc, upon close inspection was impregnated with chlorhexidine. The cvc was removed and replaced with a chlorhexidine free product. The procedure was successful, and patient stayed in ICU for care/monitoring for 4 days.

Manufacturer narrative:
(B)(4). Section h.6.-the device code has changed after receiving information that the user facility has confirmed the patient had allergy to chlorhexidine. Complaint verification testing could not be performed as no sample was returned for analysis. Based on the customer description, it was confirmed that the patient had contraindications to surfaces containing chlorohexidine. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "the arrowg+ard blue plus antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine, and/or sulfa drugs." The IFU also warns the customer , "chlorhexidine-containing compounds have been used as topical disinfectants since the mid-1970's. An effective antimicrobial agent , chlorhexidine found use in many antiseptic skin creams, mouth rinses , and disinfectants used to prepare the skin for surgical procedures. In addition, chlorhexidine has been incorporated into cosmetic products where it reportedly functions as a cosmetic biocide. In the early 1990's, the FDA cleared three types of medical devices containing chlorhexidine: intravenous catheters, topical antimicrobial skin dressings, and an implanted surgical mesh." The lidstock of the finished product was reviewed. Under infection protection features, the lidstock states, "agb+ catheters include internal lumen protection & external antimicrobial surfaces utilizing chlorhexidine, chlorhexidine acetate and silver sulfadiazine". Based on the customer description, it was determined that unintentional user error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the labeling is poor, not clear and readily identifiable of agents impregnated in product. The patient had an anaphylactic reaction which required resuscitation. The patient became markedly hypotensive and hypoxic, refractory to multiple high infusion rate inotropes and pressors. The patient stabilized in 1 hour and the team was able to proceed with planned procedure (transplant with deceased organ). The cvc, upon close inspection was impregnated with chlorhexidine. The cvc was removed and replaced with a chlorhexidine free product. The procedure was successful, and patient stayed in ICU for care/monitoring for 4 days.